Event description:
It was reported to boston scientific corporation that during preparation for a pcnl procedure, when the nephromax device was unpacked, the label of the device was noticed to read a 30fr size, but the device appeared to be a 24fr size. Reportedly, the physician believed both the balloon and sheath appeared smaller than what was labeled on the package. The procedure was completed with this device, with no complications to the patient.